Event description:
The user experienced an issue with the free psa result being greater than the total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient sample. The initial results from the cobas e601 analyzer serial number (B)(4) were a total psa of 0.122 ng/ml and a free psa of 2.460 ng/ml. The repeat results were a total psa of 0.115 ng/ml and free psa of 2.250 ng/ml. The sample was then repeated on an analytical e module (no serial number provided) and the results were a total psa of 0.093 ng/ml and a free psa of 1.96 ng/ml. On (B)(6) 2011, the same patient sample was measured with a different system in another laboratory with a total psa result of 0.117 ng/ml and a free psa result of 2.020 ng/ml. The total psa result of 0.122 ng/ml and the free psa result of 2.460 ng/ml were reported to the physician. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause as the patient sample could not be provided for testing. No adverse events were reported.